Event description:
It was reported that the display button on the system controller was not responding properly. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: incidental findings: pcb damage. The reported event of the display button not activating when depressed was confirmed with the returned system controller (serial # (B)(6). The display button was depressed repeatedly, and it was noted the display was not cycling through each of the operation screen as expected. The front user interface layer was removed to gain access to the printed circuit board. Visual inspection revealed the electrical trace at the display button appear worn/damage. Electrical measurement, when the display button was depressed, determined there was intermittent contact between the button and electrical trace. The root cause of the display button not activating when depressed was conclusively determined to be due to a worn/damage electrical trace; however, the root cause that resulted in the worn/damage electrical trace could not be determined during the analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under this section covers ¿alarm screen overview¿ and ¿viewing alarm history on the user interface screen¿. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Under section 7, ¿alarms and troubleshooting¿, describes how to view alarm history on the user interface screen. No further information was provided. The manufacturer is closing the file on this event.